Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient (118kg) underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). At the end of the procedure, as the physician pulled back the transseptal sheath from the septum, the patient's blood pressure began to decrease. Intracardiac echo revealed a developing effusion. A pericardiocentesis was performed. Patient went into cardiac arrest, and CPR was administered to stabilize hemodynamics. Pericardial drainage resolved the effusion, it is unknown the amount of fluid that was drained. Prolonged hospitalization was required for monitor after the complication. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that the coronary sinus (cs) might have been perforated when going transseptal with the brk-1 needle. No biosense webster, inc. Product malfunctions were reported. There was no evidence of steam pop. Standard flow settings (2ml/min, 8, and 15) were used. No error messages were observed on any biosense webster, inc. Equipment. Graph, dashboard, vector and visitag were all used as visualization features. The parameters for stability used with the visitag module were range-3; time-3; fot-25% 3g; 3mm. No additional filters were used. Impedance drop was used as coloring option. Although the physician attributed the cause of the adverse event to the transseptal puncture, this event was conservatively assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter since the tamponade was discovered until the end of the procedure after ablation had been already applied. Therefore, the ablation cannot be excluded.